Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that infusion sets were not inserted properly which caused high blood glucose. Customer reported that cannula were bent. Customer reported that no alarms or errors were received when infusion sets were first changed. Customer's blood glucose was 486 mg/dl. Troubleshooting was performed and issue was resolved but customer requested for insulin pump to be replaced. Insulin pump is expected to be returned.